Event description:
The customer called technical support (ts) reported that while performing preventative maintenance, it was observed that the device has a bad display. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer stated during pm the unit display was very dark and verified it has the original hydis lcd. The customer ordered parts to upgrade to 2nd gen lcd, but it has cables that do not match connectors. The rse advised the customer that an easier solution would be to update the software and replace the entire ui display. The rse emailed rev p service manual, and provided part and price for the ui assy, 2nd gen. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer replaced the ui assembly to resolve the reported issue. The device passed required performance verification tests per philips¿s standards.